Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received 2 occipital scs leads (off-label) with the same lot number. It was reported, the pt was no longer receiving effective stimulation. X-rays confirmed the scs leads had migrated. Subsequently, one of the pt's scs leads was repositioned and the other was explanted and replaced, which resolved the issue. Additionally, the pt's scs ipg was electively replaced.